Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of fails patient side occlusion test. Technical support - biomed already tried replacing the pressure sensor prior of calling tech support, I recommended to try replacing the bezel assembly. A review of the device history record for sn (B)(6) was performed from (B)(6) 2010 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
(B)(6). (B)(6) fails patient side occlusion test.

Manufacturer narrative:
The customer reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the patient side occlusion test. Npi.